Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak from the catheter was unconfirmed since the problem could not be replicated. One 4 fr s/l powermidline was provided for investigation. The catheter extended 4mm distal to the 12cm depth mark. A functional test of the catheter revealed nothing remarkable. It was reported that leaking was observed at the insertion site, but the exact cause of the reported event is unknown. No leaks were observed in any part of the catheter. No air would enter the catheter when the tubing was subject to a negative pressure. No device problem was detected.

Event description:
Per sales rep, the facility reported the powermidline was placed in the basilica vessel with 2cm external and 11.5cm inserted. It was stated that the nurse observed leaking at insertion site on infusion. The line was removed. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales rep, the facility reported the power midline was placed in the basilica vessel with 2cm external and 11.5cm inserted. It was stated that the nurse observed leaking at insertion site on infusion. The line was removed. No patient harm was reported.